Event description:
Use of the byte aligners (hbytetray) caused bleeding of the gums. Initial photos should have shown any certified dentist or orthodontist that there was evidence of early periodontitis. I discontinued use after I learned that the discomfort and movement I was experiencing removing and reapplying the aligners was another sign of what would have been stage I periodontitis. Between mental health issues and the feelings of embarrassment associated with periodontitis, I was hesitant to see a dentist until last fall. As of (B)(6) 2024, I was diagnosed with stage ii periodontitis, and I believe byte could have prevented the progression had they thoroughly reviewed my initial photos and recommended a follow up before proceeding with their aligner treatment.